Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Bottle 9 (ethanol) was removed from the instrument at 18:57pm on (B)(6) 2015 for approximately eight (8) seconds, in response to information displayed in association with an error code indicating that a protocol could not be scheduled, because the final reagent threshold for ethanol was not met by any other bottles designated as ethanol. The properties of the reagent station were reset at 18:57pm on (B)(6) 2015, which sets the concentration to the default value configured in the reagent types definitions unless an alternative value is entered into the instrument software by the user; and resets the number of cassettes processed and the number of cycles and days to zero. The instrument log confirm that a user set the ethanol concentration to the default value of 100% at 18:57pm on (B)(6) 2015. Based on information provided by the complainant, it was determined that the sub-optimal tissue processing reported was derived from the "factory 2hr xylene standard" protocol started in retort a at 21:29pm on (B)(6) 2015, which completed successfully at 23:40pm on (B)(6) 2015. This protocol comprised 161 cassettes based on data entered into the instrument software by the user. Although the ethanol concentration in bottle 9 (ethanol) calculated by the instrument software following completion of the "factory 2hr xylene standard" protocol started in retort a at 21:29pm on (B)(6) 2015 was 99%, the ethanol concentration measured by hydrometer was 90%. This finding indicates that a use error occurred during the replacement of the reagent in bottle 9, which was performed prior to commencement of the "factory 2hr xylene standard" protocol started in retort a at 21:29pm on (B)(6) 2015. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type. Reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. As a consequence, bottle 9 (ethanol) was used in the final dehydration step of the "factory 2hr xylene standard" protocol started in retort a at 21:29pm on (B)(6) 2015, from which the complainant identified sub-optimal tissue processing. The minimum final reagent concentration required for ethanol is 98%. The consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent processing steps; and contamination of the reagents used in the subsequent processing steps, ultimately resulting in sub-optimal tissue processing. Investigation of this complaint confirmed that the instrument operated within specification during execution of the "factory 2hr xylene standard" protocol started in retort a at 21:29pm on (B)(6) 2015, from which sub-optimal tissue processing was reported. The root cause of the sub-optimal tissue processing reported was likely to have been a use error, which occurred prior to commencement of the "factory 2hr xylene standard" protocol started in retort a at 21:29pm on (B)(6) 2015. Specifically, evidence suggest that the user failed to complete the manual reagent replacement process in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss."

Event description:
Leica biosystems received a complaint regarding sub-optimal tissue processing. The laboratory described the affected tissue samples as "raw" and the laboratory was unable to embed or section. On (B)(6) 2015, a leica field support specialist (fss) attended the laboratory in order to assist with the circumstances involved in this complaint and to provide applications support. The laboratory advised the fss that a member of the laboratory staff had measured the ethanol concentration in bottles 3-10 inclusive using a hydrometer following completion of the affected run. The varience between the measured ethanol concentration and that calculated by the instrument software, which is based on data entered by the user, exceeded the acceptable limit for bottle 9 (ethanol). The measured ethanol concentration in bottle 9 (ethanol) was 90% and the calculated concentration was 99%. On (B)(6) 2015, leica biosystems received information that all tissue samples exhibiting sub-optimal processing were diagnosable.